Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.5/2.0/090 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was explanted due to glare and halos. The problem was resolved. Cause of the event is unknown. Reportedly. "Patient request to take out ticl."

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).